Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 lead implanted 2003 (B)(6). (B)(4).

Event description:
It was reported that the patient experienced pacemaker syndrome when the device indicated battery depletion and paced in a ventricular only mode at 65 beats per minute (vvi65). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.